Event description:
Patient undergoing posterior fossa craniotomy with tumor removal. Pt placed in three-point head fixation in mayfield head holder. 20 minutes into surgery, pins noted to be out of position. Surgeon broke scrub, re-positioned head holder and the surgery proceeded without further complication.